Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that a shock was received from the device. Prior to receiving the shock, the patient felt "flush." The patient went to the emergency room. The device was explanted and replaced. No further patient complications have been reported as a result of this event.